Event description:
During eval of a hs911 main board for a problem of improper electrode detection, the board began charging to treat a no-treat nsr rhythm and aborted the charge before completion. The main board, installed in a test unit, did appropriately assess a v-fib rhythm, charge, and deliver a shock.